Manufacturer narrative:
Section a3: patient gender was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low battery alarms from the white cable of their system controller despite cleaning all batteries and clips and changing out the clips. There were no alarms noted when connected to wall power. Log files were obtained and the system controller was exchanged. Log file review captured numerous low voltage advisory events throughout the log while using battery power. Odd voltages on the white power lead of the system controller were noted. At times the proper voltage could not be maintained on the white power lead resulting in the low voltage alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms was confirmed. The system controller (serial number: (B)(6)) was returned for analysis, and log files were submitted for analysis. Data from the reported event date of 01oct2024 was reviewed. Throughout the log file, atypical low voltage advisory and power cable disconnect alarms activate on the white power lead while connected to battery power. There were no other notable events active in the log file. Pump operation was not affected. The system controller underwent preliminary testing and did not pass. Upon connecting the system controller with the system monitor, a power cable disconnect alarm activated. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. All conductors were found to pass testing. The system controller power leads were then replaced with a pair of test power leads, and the system controller was able to function as intended. The original system controller power leads were then put back into the system controller and it was able to function as intended. This indicates an issue with the connection of the power leads to the system controller, in which re-seating the leads resolved the issue. No further troubleshooting was performed. Multiple good faith efforts were sent to retrieve additional information including the resolution of the alarms; however, no response was received. A root cause for the reported event was determined to be due to a loose connection of the system controller power leads to the system controller; however, a further root cause as to how this occurred was unable to be conclusively determined. The device history records were reviewed for the system controller (serial number: hsc-109703) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook, rev. D, section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook, rev. D, section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.